Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that there is a crack on the pump and has recently had low blood glucose. Troubleshooting found that the blood glucose level was unknown and customer declined to troubleshoot. Troubleshooting advised customer to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.